Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. According to the evaluation, abnormal conditions and foreign materials were not found in the external appearance and the o-rings. Olympus investigated the user facility and found that the user facility did not perform pre-cleaning. Based upon the investigation, this event might be caused by not performing pre-cleaning. Please cross-reference to 8010047-2016-00442.

Event description:
Bacterial culture examination was performed on 3 units of lf-tp (tracheal intubation fiberscope) and 3 units of the subject product, which were stored in the user facility, and pseudomonas aeruginosa was detected from the subject device and another device. Bacteria were not detected from 3 units of lf-tp. There was no patient injury reported.

Manufacturer narrative:
This supplement report is submitted to report additional information. As a result of observing a spring of the subject device with the scanning electron microscope, it was confirmed that foreign materials adhered. As analyzing the foreign materials, protein was detected. Foreign materials adhered to 3 units in total as follows: 2 units including the subject device in which pseudomonas aeruginosa was detected, 1 unit in which pseudomonas aeruginosa was not detected. Either of the ingredients was confirmed to be protein, but the relation with pseudomonas aeruginosa detected from the subject device is not unknown.